Manufacturer narrative:
Additional device product codes: ndn. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a kyphoplasty the surgeon could not remove a balloon from the cannula. The deflated balloon was stuck in the inserters shaft. The balloon was used twice. Patient and procedure outcome were unknown. This report involves one (1) synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: part returned. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, a review of the device history records has been requested and is currently pending completion as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4)depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/functional visual inspection: the synflate vertebral balloon med (p/n: 03.804.701s, lot #: h890798) was returned and received at us cq. Upon visual inspection, the plastic sleeve around the balloon shaft was cracked and no other issues or damage was observed on the device. Functional test: the complaint description states that the balloon was used twice. Per the surgical technique not intended for distribution in the us; the synflate catheter may be reused once within the surgery. Since the balloon was already used twice, a functional assessment was not performed. The complaint can not be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. Investigation conclusion the complaint condition was confirmed for the synflate vertebral balloon med (p/n: 03.804.701s, lot #: h890798) as the plastic sleeve was cracked, which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number:03.804.701s synthes lot number: h890798 supplier lot number: n/a release to warehouse date: jul 29, 2020 expiration date:may 31, 2022 supplier: confluent medical technologies no ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.